Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 9735994 (lot: nx2010o1o598); product type: 2543-mnav - system h3: the system was serviced in the field, and the system router was replaced. Codes b01, c04, d02 are applicable to this analysis. The hardware was returned and analysis was performed. In summary, the analysis concluded the refresh checkpoint was tested and had connectivity issues. The checkpoint failed wan, dmz and ping tests for all lan ports. A factory reset and reconfigure was attempted but was unsuccessful. The checkpoint was unusable. Codes b01, c10, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart would not connect to the main cart. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. The system was restarted and unplugged from the wall. The power button was pressed, and the main cart turned on. It went all the way to the software. The camera cart was connected and the power button on the camera cart was pressed. The power button illuminated blue on the camera cart. The camera lights were green and the amber didn't stay green. The site switched to a different camera cart and the same thing occurred. They changed out the interconnect cords and the same issue occurred. They changed out camera carts and were able to continue the case. Troubleshooting suggestions included the following: the ethernet cord on the router that gives communication to the two carts was to be reseated, and if that didn't work, to get an ethernet cord that was long and connect it directly to the camera cart (technical services (ts) believed it was the o-ring) to see if it would connect that way. Additional information was later received. A medtronic representative (rep) called in to provide some updates. Additional troubleshooting was performed earlier in the week. The main and camera cart came up just fine. Connection to the imaging system was still not successful. They bypassed the bulkhead on the navigation system and it still did not connect. In admin, they checked the configuration, refreshed the current network config, and nothing came up. Digital intercommunication of medicine (dicom) transfer page in app, wired ip was not available. They suspected a router issue. The rep headed back to the site to check internal network statuses and troubleshoot the router. The checkpoint router, endpoint, and pcoip for the main cart was all red. Everything else green. They swapped the port on router to the camera cart port to no resolution. They swapped back and a slow connection was reestablished to the camera cart. They bypassed the ethernet cable between the computer and router (both) to no resolution. There was no other port on the central processing unit (cpu) to try. Other systems were in use. They suspected an intermittent faulty router or port on the computer.